Event description:
The customer reported to beckman coulter (bec) that they heard a hissing sound and then noticed a few drops of liquid leaking inside the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The instrument generated vacuum errors and diluter 1 card failures. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a leak that damaged the diluter 1 card and the sensor distribution card. The fse replaced both cards. The fse stated that the leak came from the tubing at the top of the upper sheath restrictor that had popped off. The fse replaced the tubing resolving the leak. Failure mode of the leak was attributed to the tubing that popped off the upper sheath restrictor. The instrument generated vacuum errors alerting the customer to an instrument problem. The leak sprayed on the diluter card and sensor distribution card damaging them. The instrument generated diluter card failures alerting the customer of an instrument problem. (B)(4).